Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during post procedure, the blue, proximal port of a swan ganz catheter was either cracked or leaking. It is unknown what leaked. Troubleshooting steps consisted of flushing lumens, changing the tubing, and repositioning the catheter. Catheter was in the patient for 3 days to 2 weeks. There were no patient injuries but a new insertion site for a new line placement was needed.